Manufacturer narrative:
Follow up information received on 01-feb-2016: (B)(4). The patient underwent thermocoagulation in (B)(6) 2011, 3 months after essure insertion (discrepant information reported), for menorrhagia due to adenomyosis. The ostia and inserts were not visible in cavity. Hysterectomy was performed for recurrence of menorrhagia. No causal relationship was identified between essure and bleeding; the cause for bleeding was adenomyosis. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and experienced heamorrhage episodes /menorrhagia. According to the investigator, patient's menorrhagia was due to adenomyosis. She underwent a hysterectomy. The reported menorrhagia is listed in the reference safety information for essure. Adenomyosis refers to a disorder in which ectopic endometrial tissue grows into the uterine musculature. Its risk factors include: prior uterine surgery, middle age and childbirth. This condition may present with heavy or prolonged menstrual bleeding and can be treated by hysterectomy. Considering adenomyosis as the proven alternative explanation for patient's menorrhagia; causality with essure is considered very unlikely. This case was downgraded to non-incident upon receipt of follow-up information; since physician clarified patient's bleeding was not related to essure (it was related to adenomyosis) and the hysterectomy was performed due to adenomyosis. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2008 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information received on (B)(6) 2013 which qualifies this case as an incident. Study description: (B)(6). Patient´s medical history included three children, spontaneous abortion and left breast abscess. Her last menstrual period occurred on (B)(6) 2008 and her uterine condition included synechiae. Nsaid was used as premedication. On (B)(6) 2008, essure was easily inserted on both sides (8 minutes procedure). Both ostium were visualized. Patient presented pain. Bilateral placement was achieved. On three months visit ((B)(6) 2009), patient reported bleeding. Radiography was performed and showed inserts symmetric, distance (proximal portions < 4 cm) and 4 markers well placed. An ultrasound was also performed and inserts were seen from the cavity to the horn. Good insert position was reported. At two years follow up contact ((B)(6) 2010), haemorrhage episodes and anemia were reported. It was also reported that on (B)(6) 2011 hysterectomy and thermocoagulation were performed. No further information provided. Ptc investigation result received on (B)(6) 2015 ptc global number (B)(4) final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(4)cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and experienced haemorrhage episodes at 2 years. This event, seen as genital haemorrhage, is serious due medical importance and listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, the placement was easy and patient experienced procedural pain. At 3 months control, she complained of bleeding. Two years later, the patient had haemorrhage episodes and anemia. Then, hysterectomy and thermocoagulation were performed. Given positive temporal relationship, causality between the reported event and essure use cannot be excluded and since hysterectomy was informed, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.